Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip system was removed and the third clip was not implanted. Left atrium pressure was high; therefore, an atrial septal defect (asd) closure device was placed to prevent a left to right shunt. The patient was transferred to the intensive care unit and remains intubated. No further treatment has been planned. Mr remained at 4 with the two clips implanted. No additional information was provided. Mitraclip system, steerable guide catheter, 2 implanted mitraclips. The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The two other mitraclips and steerable guide catheter are being filed under separate medwatch MFR numbers.

Event description:
This is filed to report the leak that was observed during use with the third clip delivery system (50409u144) which resulted in an air embolism and required medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a posterior leaflet restriction. The first clip delivery system (cds 50408u209) was advanced to the mitral valve leaflets. Grasping was difficult due to the anatomy, but the clip was successfully deployed and the mr was reduced to 3+. The second cds (50409u137) was then advanced to the leaflets. Grasping was noted as difficult again; however the clip was deployed successfully and the mr was reduced to 2+. While reassessing the mr, it was observed that the second clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The mr returned to 4. A third cds (50409u144) was advanced in an attempt to stabilize the slda clip, and reduce mr. During difficult grasping with the third clip, it was observed that the handle of the cds half filled with air, and air had entered the patient. No aspiration was performed as the air had already traveled down the bypass graft. At this point, the patient decompensated and required CPR. The patient was intubated and placed on an impella device for stabilization. Additionally, inotropes were given for treatment of air embolism. During the resuscitation, the first clip implanted detached from the anterior leaflet and remained attached to the posterior leaflet.

Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier (UDI) number: (B)(4). The incident information provided to abbott vascular, analysis of the returned device and complaint history for the reported lot were reviewed. The reported clip delivery system (cds) leak could not be confirmed via returned device analysis. In this case, the reported difficulty grasping the leaflet could not be replicated in the testing environment. A cause for the difficulty grasping the leaflets was likely a result of patient anatomy/morphology (restricted posterior leaflet) and user technique. Potential causes for cds leaks were considered, including manufacturing and user technique/procedural conditions. Leaks in the cds can be a result of manufacturing anomalies, such as an incomplete handle seal or damage to the handle. Factors related to user technique which can influence leaks include, but are not limited to, loose connections between the high pressure tubing and the cds flush ports, or not sufficiently de-airing the device prior to use. Although the analysis was unable to confirm the reported issue, the discrepancy between what was reported (leak in the dc handle) and what was observed (no leaks in the dc handle), it was possibly due to de-airing techniques and variations in the secured connections used to flush the device during the procedure versus the returned product analysis. The patient effects of air embolism, cardiac arrest, and respiratory failure are listed in the electronic mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.